Event description:
Display/printing issue during a f/u performed on (B)(6) 2012, a print-out performed at 14:16 shows a heart rate curve exceeding the date of f/u, whereas the print-out performed at 14:22 shows a heart rate curve stopping on (B)(6) 2012. An explanation for this incorrect printout was requested.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.